Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: enlarged right nipple areolar complex. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with two 500cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast implant deflation and enlarged right nipple areolar complex, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent removal and replacement with a mentor saline implant of the left breast implant and surgical intervention (reduction) of the right nipple areolar complex on (B)(6) 2021. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. Rupture on the left breast implant has been reported under mrn: 1645337-2021-13857.